Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after experiencing palpitations. Upon interrogation, the atrial lead exhibited noise. The noise was able to be reproduced with isometrics. The device was reprogrammed and the noise was resolved. The patient would continue to be monitored.